Event description:
It was reported that on (B)(6) 2012, the patient underwent an uneventful stenting procedure in the left common carotid artery with one xact stent and in the left internal carotid artery with two rx acculink stents. The patient was discharged home on (B)(6) 2012. The same day, the patient was re-hospitalized with a transient ischemic attack which was treated with intravenous heparin and an increase in plavix. The patient's condition resolved and the patient was discharged home on (B)(6) 2012. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: rx acculink 7 - 10 x 30, xact 10 - 8 x 30. Other: plavix. There was no reported product deficiency. The reported patient effect of transient ischemic attack is a known potential adverse event as listed in the rx acculink instructions for use. Although a conclusive cause for the reported adverse patient effects and relationship to the device, if any, could not be determined; there is no indication of product quality deficiency with respect to manufacture, design or labeling.